Event description:
It was reported that the lens vaulted (z-syndrome). The lens orientation change was noticed approx 2 months post lens implant and was described as asymmetrical vaulting. The surgeon indicated the likely cause of the event was capsular contraction syndrome (css). This report pertains to the pt's left eye.

Manufacturer narrative:
The lens remain implanted, therefore it is not available for eval. There is no report of secondary intervention to date. However, the info rec'd indicated possible yag. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.